Event description:
The patient's blood glucose levels rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod on the arm for approximately 49 to 71 hours. The patient also observed redness, swelling, discomfort, a burning sensation and pus at the pod insertion site; consistent with an infection. The pod was removed on the evening of (B)(6) 2026. A new pod was applied successfully following removal of the affected pod. On 08 april 2026, the patient contacted their general practitioner by phone and provided photographs of the site. Oral antibiotics were prescribed; the medication name was not recalled. No in-person healthcare visit or hospitalization occurred. Within 24 hours of starting antibiotics, the patient reported improvement in redness and infection. After completing approximately one week of antibiotics, the infection resolved. The patient reported being well at the time of contact and requested documentation of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.